Event description:
On (B)(6) 2012, the patient contacted animas alleging that her pump was not delivering the correct amount of insulin she needed due to the iob (insulin on board) setting. At the time of the call, the patient reported that her blood glucose (bg) levels had been elevated for past few days. At the time of the call the patient stated her current bg was 432 mg/dl and she was feeling fine; however, mentioned that over the weekend (date/time not provided) her bg was up to 579 mg/dl. The patient claimed she had symptoms of 'muscular aches and trouble walking' with the high bg. The patient reported that she treated the high bg with an injection bolus and her bg came down. At the time of troubleshooting, the patient informed customer support that she changed out site/set the day prior and there was no issues found at site or with the infusion set. The patient reviewed pump settings and claimed she 'believed' the settings were correct but would contact her hcp to verify. The pump I:c ratio was set at 1:35 and isf was also set to 1:35. The patient confirmed the basal settings were correct and the patient claimed there were no alarms. Customer support noted that the patient lacked understanding of the iob setting. Customer support educated the patient regarding the iob setting in detail. It was noted that the patient was using another formula for giving insulin via the pen which was giving a higher amount of insulin than the pump would have calculated based on her current I:c and isf settings. The patient was advised to consult with hcp regarding pump settings. This complaint is being reported because the patient reportedly obtained a bg reading greater than 500 mg/dl while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to the high bg event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.